Event description:
It was reported that noise was observed on all channels. Emi was suspected as the cause. The patient had intrinsic rhythm and there were never any pauses as a result of the noise.

Manufacturer narrative:
.